Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the overlay bezel was broken. In addition, a known good stylus did not align with the cursor. Overlay/bezel assembly found out of electrical specification. It was noted the programmer came in without a stylus. Analysis also found the latch tabs on the power cord bay were broken, the keyboard latch was broken, and the system fan was noisy.

Event description:
It was reported that the holder for the stylus on the programmer was broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.